Event description:
The manufacturer received information alleging a ventilator service required. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed and physical damage was observed to the cracked screen. The device's machine flow sensor, system board and diplay were replaced to address the issue.